Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the uncommanded bolus or determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.4 cloud - smartphone hardware iphone17.2 cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported on an insulet survey that while he was sleeping, his blood glucose levels dropped to 40 mg/dl. He then noticed the controller showed 45 units of iob. No other details were provided. We are unable to determine if high level of iob was from microbolus insulin adjusted for blood glucose levels, or unprogrammed boluses. The due diligence attempts were made for additional information with success. If additional information becomes available, the file will be reassessed.